Event description:
It was reported that during implant attempt, two leads were attempted but both had unstable thresholds and impedance measurements. The leads were not used. A third lead was implanted successfully, but later had increased threshold. A repositioning attempt was made but there was difficulty with unstable measurements, so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.